Event description:
It was reported that the user intermittently used the ilet, switched to fiasp prefilled cartridges, did not consistently announce meals, suspended insulin inappropriately, and disconnected from therapy for periods, which led to hypoglycemia; the device was subsequently factory reset, and new infusion set and cgm setup were completed with user guidance. The ilet indicated low glucose alerts with no symptoms reported. Outcomes included temporary interruption of therapy, device reconfiguration, and assignment for additional user training. Investigation included review of device use logs, user interview, and guided troubleshooting with factory reset, infusion set and cartridge replacement, and cgm pairing. Investigation of this case revealed user-related use errors including failure to announce meals, premature low treatment, inappropriate suspensions, intermittent use causing maladaptation, and a recent change to fiasp associated with faster glucose declines. It was concluded that the event resulted from user handling and use error rather than a device malfunction, and education with additional training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.